Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with cracked case at display window corners, minor scratches on lcd window and corroded battery tube.

Event description:
Customer reported that the act button on the insulin pump was not working. Customer's blood glucose reading at the time of the call was 330 mg/dl and is treating with shots. No further information reported.